Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. The returned sample comprised three segments of catheter shaft. The returned segments included the 2cm through 37cm depth markings. The catheter shaft shared complete breaks between the 11cm and 12cm depth markings and between the 22cm and 23cm depth markings. A partially circumferential split was observed near the 5cm depth marking. The split occurred within a permanent kink impression. Additional kink impressions and regions of compression were observed in the vicinity of the split. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The catheter split was consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when cyclic kinking leads to gradual fracture formation and propagation in the catheter tube. The location of the damage and accompanying compression suggested that catheter securement technique likely contributed. H3 other text : evaluation findings are in section h.11

Event description:
It was reported patient reported an arm pain when flushing catheter. The blood was observed on the covering when patient arrived at the hospital. The catheter was functional, but the content leaked out during flushing. The catheter had to be pulled out and cannulated over the wire and it was observed that the catheter was perforated.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy0083 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient reported an arm pain when flushing catheter. The blood was observed on the covering when patient arrived at the hospital. The catheter was functional, but the content leaked out during flushing. The catheter had to be pulled out and cannulated over the wire and it was observed that the catheter was perforated.